Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The 27mm navitor valve was never re-sheathed during procedure. Pacing of 120-140 beats per minute was performed during deployment of the 27mm navitor valve. All 3 retainer tabs were confirmed to have released. There was no difficulty experienced implanting the 27mm navitor valve. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed a first degree atrioventricular block. There was no treatment performed. On (B)(6) 2024, the patient's monitor paused several times and an electrocardiogram revealed a third degree atrioventricular block. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The patient did not have a prolonged hospital stay for monitoring of rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 5mm and the final left coronary cusp implant depth was 4.5mm. The cause of the first degree atrioventricular and complete atrioventricular heart block are attributed to the implant procedure. The patient was discharged at the time of report. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block the day after the procedure was reported. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the physician believes that the procedure caused the patient's heart block. Based on all available information, the reported event appears to be related to the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.